Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective video connector could not be identified. However, it¿s likely the cause is related to damage located inside the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) cracked video socket, b) the scope socket is worn, and c) there was liquid inside the pipe (part of socket). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center, video connector is defective. Device wasn´t possible to use. The issue was found at the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.